Event description:
A battery/no power issue was reported with the adc meter. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced feeling unwell. Customer was unable to self-treat and was treated with "extra insulin" (dose/type unspecified) by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The useful life of freestyle precision neo meter is 5 years. As the manufacturing date of this product is 2014, it has been in distribution beyond its useful life as of the date of event. No further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated. Inserted retain batteries. Did not observe indicator light flashing. Meter powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc meter. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result, experienced feeling unwell. Customer was unable to self-treat and was treated with "extra insulin" (dose/type unspecified) by third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.